Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurement of more than 3000 ohms, noise on electrogram (egm) and was unable to pace due to lead fracture. This lead remains in service. No additional adverse patient effects were reported.